Manufacturer narrative:
The customer returned the asset/loaner scope to the service center. The evaluation confirmed the reported event as the pins inside video connector socket were bent/damage causing the no image condition. The device was repaired to standard specifications and returned to asset stock. The asset was last serviced/inspected on december 23, 2020; no critical issues were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified diagnostic procedure, the visera elite video system was reported to have "bent pins in camera connector box; can't get an image". No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, it is likely that the tip of the scope connector in-use with the subject device was chipped or broken, causing excessive stresses to be applied to the video connector terminal when inserting the scope, resulting in buckling of the terminal and no image. Since the device was manufactured over nine years ago, it is also possible that the pins were worn out due to repeated insertion/removal of the scope over a long time period. The device's instructions for use describes the following caution: "never apply excessive force to connectors. This could damage the connectors."